Event description:
In 2009, the customer reported that they were unable to acquire ECG leads for demand mode pacing which could impact or delay diagnosis or delivery of therapy.

Manufacturer narrative:
In 2009, the customer reported that they were unable to acquire ECG leads for demand mode pacing, which could impact or delay diagnosis or delivery of therapy. No adverse patient impact was reported. At about one week later, the philips fse evaluated the unit and could not reproduce the reported symptom. The device passed all testing and was returned to the customer. We are considering this a user error where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.